Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation that the anchor is tilted is confirmed. One unpackaged ar-2324bcc-1 biocomposite swivelock® c, 4.75 mm x 19.1 mm was received for investigation. Visual evaluation of the returned device noted that the anchor was damaged. It was observed that the anchor was tilted and cracked. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion. The bone quality of the patient and the information of the instrument used to prepare the bone socket for insertion of the implant were not provided, therefore it cannot be confirmed that the anchor was inserted correctly. Per dfu-0087-eo revision 3, e. Warnings 6. Bioabsorbable only: attempting implantation into hard, dense bone and/or drilling/punching smaller diameter holes than recommended may cause failure (breakage) of the implant during insertion.

Event description:
It was reported that during an rm-rek. Surgery the anchor did not hold inside the patient even though it has been inserted correctly. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update, khe, 13-dec-2024 further information received with the device. It was reported that the anchor was tilted.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.